Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed right plunger case cracked at top surface; top case cracked at front left corner; battery door cracked at screw holes. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be found normal wear; device was over ten years old. Combination of motor bracket, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced the motor bracket, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that motor error event occurred. No patient injury reported.